Event description:
The customer alleges that the user did not receive an inop alarm for a leads off condition. The pt was disconnected and unmonitored for approx 20 minutes and required resuscitation when staff discovered the issue. The pt suffered severe anoxic brain injury and expired three days later.